Event description:
Reportedly, on (B)(6) 2025, during implant interrogation, in the box an inappropriate warning was displayed that does not make sense and can be misleading at implantation.

Manufacturer narrative:
Please refer to the attached report the review of provided data confirmed the reported description: alerts are present in the device before its implantation. The alerts from (B)(6) 2025 were displayed on (B)(6) 2025 because in microport ICD/crt-d, memories are programmed on at the end of manufacturing process and only impedance and continuity measurements are disabled as long as shocks are programmed off. This explains why alerts can be present in device memory before its implantation. As per specifications, alerts displayed before implantation, because the physician shall be informed about potential hardware issues that took place before implantation. The device worked as per specifications. Improvements to this behaviour are currently being investigated. Based on available data, no issue is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, during implant interrogation, in the box an inappropriate warning was displayed that does not make sense and can be misleading at implantation.

Manufacturer narrative:
Addition of UDI (d4 field).

Event description:
Reportedly, on (B)(6) 2025, during implant interrogation, in the box an inappropriate warning was displayed that does not make sense and can be misleading at implantation